Manufacturer narrative:
Physical device was not returned for analysis. In the case description, the user mentioned that after a pod delivered 200 units of insulin on (B)(6) 2026, they were hospitalized due to low estimated glucose values (egvs). Additionally, the user's controller showed the final 8.3 units of insulin in the pod were delivered at 04:00 on (B)(6) 2026, however the user was not wearing a pod on this date. Cloud data for the period of (B)(6) 2026-(B)(6) 2026 was downloaded and reviewed. Review of the pod history data showed that during this time period, an empty reservoir alarm was generated at 08:20 on (B)(6) 2026, followed by the pod immediately being deactivated. Additionally, a second pod was activated at 01:17 on (B)(6) 2026, an empty reservoir alarm was generated at 06:04 on (B)(6) 2026, and the pod was deactivated at 06:08 on (B)(6) 2026. Review of the patient history buffer (phb) data showed that during this time period, the system was primarily used in automated mode appropriately adjusting the delivered microbolus amounts based on egvs and user inputs. Additionally, no egvs below 91 mg/dl were observed. Review of the bolus records showed that each bolus that was programmed was successfully delivered, as the total delivered pulses count incrementally increased based upon the total volume of each delivered bolus. Available information from the cloud data showed that insulin was delivered as expected during this time period. Review of the pod history data showed that a pod was active and delivered an 8.3-unit bolus at 04:00 on (B)(6) 2026. However, without user log files, it could not be determined if the controller was interacted with to program and start this 8.3-unit bolus. The exact cause of the reported uncommanded bolus could not be conclusively determined. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios omnipod software app version: 2.1.0 operating system: 26.1 hardware: iphone14.5 cgm sensor type: g7 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been hospitalized with hypoglycemia on (B)(6) 2026. The patient's blood glucose levels declined to less than 54 mg/dl while wearing the pod longer than 48 hours, on their abdomen. Patient stated that the pod released all 200 units of insulin, they had put into the pod, to them at once. Symptoms reported include feeling weak, confused, blurred vision, and also fell. A computed tomography (CT) scan and electrocardiogram (EKG) were performed, the results of those tests were not reported. The patient was released the following day (B)(6) 2026. The patient also reported that they will no longer use omnipod and have spoken to their doctor about this decision.